Event description:
On (B)(6) 2026, a patient underwent a chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. Post the procedure on apr 21, 2026, it was noted that some fluid leakage was found from a small hole of the red leg of hickman catheter. Reportedly, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.